Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))'), uterine perforation ('perforation (uterus)'), embedded device ('there are coiled metallic wires embedded within right and left cornu') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014 - dye test. What did your healthcare provider tell you about your results? The device was placed right- (B)(6) 2014. Previously administered products included for an unreported indication: iud in 2010, depoprovera and birth pill. Concurrent conditions included obesity, uterine leiomyoma, anemia and abdominal adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mental disorder ("psychological or psychiatric problems condition:/psych injury"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("pain lower stomach"), back pain ("pain back") and pain in extremity ("pain legs") and was found to have weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, mental disorder, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, abdominal pain lower, back pain, pain in extremity, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, nausea, pain in extremity, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Discrepancy in essure insertion date: (B)(6) 2014. Three trailing coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Imaging procedure - on (B)(6) 2014: result unknown. Pathology test - on (B)(6) 2020: gross description: there are coiled metallic wires embedded within right and left cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Essure removal details added. Reporters and medical history added. Action taken with drug and rcc updated. New event added- embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))'), uterine perforation ('perforation (uterus)'), embedded device ('there are coiled metallic wires embedded within right and left cornu') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014 - dye test. What did your healthcare provider tell you about your results? The device was placed right- (B)(6) 2014. Previously administered products included for an unreported indication: iud in 2010, depoprovera and birth pill. Concurrent conditions included obesity, uterine leiomyoma, anemia and abdominal adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mental disorder ("psychological or psychiatric problems condition:/psych injury"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("pain lower stomach"), back pain ("pain back") and pain in extremity ("pain legs") and was found to have weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, mental disorder, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, abdominal pain lower, back pain, pain in extremity, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, nausea, pain in extremity, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Discrepancy in essure insertion date: (B)(6) 2014. Three trailing coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Imaging procedure - on (B)(6) 2014: result unknown. Pathology test - on (B)(6) 2020: gross description: there are coiled metallic wires embedded within right and left cornu. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))'), uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014 - dye test. What did your healthcare provider tell you about your results? The device was placed right- 2014. Previously administered products included for an unreported indication: iud in 2010, depoprovera and birth pill. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mental disorder ("psychological or psychiatric problems condition:"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("pain lower stomach"), back pain ("pain back") and pain in extremity ("pain legs") and was found to have weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mental disorder, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, abdominal pain lower, back pain, pain in extremity, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, pain in extremity, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received ¿ case becomes incident. Previously reported event injury nos were removed. New events perforation (fallopian tube (s)), perforation (uterus), abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition:, rashes, migraines/headaches, nausea, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, pain lower stomach, pain back, pain legs and weight gain / loss specify which one were added. Patient information date of birth and height were added. Product information indication were added. New reporter and consumer address were added. Medical history were added. Lab data were added in patient notes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.